Event description:
Abdominal aortogram, selective catheterization of hepatic artery. Chemo infusion. Perclose of right groin. 2 units fresh frozen plasma, 6 pack platelets. Readmitted in 1999 with staphylococcus bacteremia secondary to right groin cellulitis. Right groin pseudoaneurysm 1999. Exploration of right common femoral artery. Common femoral artery patch angioplasty.